Event description:
It was reported that during a lobectomy procedure, a "metalic" sound was heard and the blade broke within 10 mins. Another device was used to complete the case. There were no adverse consequences to the pt.